Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 scope communication error during preparation prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the exera ID chip had no information, the bending section hole was leaking, and the insertion tube had dents and failed ring gauge test. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. Based on the investigation, it is likely that the cause of the reported phenomenon was a result of temporary contact failure of charged-coupled device (ccd) unit and/or internal board of scope connector due to moisture or water that invaded device from leaked location and/or misalignment/kink/breakage of ccd-cable occurred by physical stress which was applied to insertion tube of the device. This information is addressed in the instructions for use (IFU): ¿operation manual: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 1.4 warnings and cautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor the field performance of this device.